Manufacturer narrative:
The AED and its associated electronic log files were not returned, preventing the determination of the root cause. Given that this AED is approaching the end of its 10-year design life and considering the reported issue, the customer was advised to remove the AED from service.

Event description:
The customer reported that their AED's asi is flashing red, and the AED's audio prompts sound muffled. This issue was not observed during patient use.